Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the customer report of the battery time not meeting expectations. Performed battery calibration which in return failed; battery was replaced as required. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported during use that the cs300 intra-aortic balloon pump (iabp) battery was not running for long enough. No patient harm, serious injury or adverse event was reported.

Event description:
N/a